Event description:
While attempting to pace a patient the device was unable to capture the patient's heart rhythm. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.